Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Report of formal claim received from kennedys regarding revision of pinnacle mom hip implants. Revision due to increased metal ion levels and reported clunking and subluxation. Pseudotumour reported during revision. Doi - (B)(6) 2010 no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Report of formal claim received from (B)(6) regarding revision of pinnacle mom hip implants. Revision due to increased metal ion levels and reported clunking and subluxation. Pseudotumour reported during revision. Doi - (B)(6) 2010.